Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 00913l821 was evaluated using world wide data from abbottlink for the routine assay. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 00913l821 was within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 00913l821. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated alinity I intact pth results of (B)(6) and (B)(6) pg/ml were generated for a patient. The sample was tested using alternate methods and the results were within normal range. Cobas 6000 analyzer: result (B)(6) pg/ml, normal range 15 - 65 pg/ml atellica analyzer: result (B)(6) pg/ml, normal range 10 - 88 pg/ml the same patient was previously tested in (B)(6) 2021 ((B)(6) pg/ml) and early (B)(6) 2021 ((B)(6)pg/ml). The customer did not question the results at that time. No adverse impact to patient management was reported.